Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a partial lead (only connector portion) was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number: (B)(4). During a routine device exchange procedure, the set screws could not be loosened in order to remove the right ventricular (rv) lead from the header of the device. In addition, insulation damage was noted on rv lead. The rv lead was capped, and a replacement device and rv lead were implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.